Event description:
It was reported that the valve was stuck on the system during set-up therefore causing a flow problem. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The device was returned to terumo for investigation and it was determined that the o-ring inside the valve was breaking down, creating a residue inside of the mixing valve. The product was repaired in the field. This report is being submitted to the FDA as a result of a retrospective review of product complaints.